Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that the plunger rod of a bd ultra-fine¿ insulin syringe was ¿hard to move¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (1) 1/2cc, 6mm, 31g syringe in an open poly bag from lot # 7299608. Customer states that the plunger rod hard to move because it's sideways. The returned syringe was examined and exhibited a jammed stopper in the barrel which could cause the plunger rod to be difficult to move. CAPA 122939 has been opened to address this issue. A review of the device history record was completed for batch# 7299608. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications [200725218, 200725389, 200724965, 200725126, 200725185, 200725025] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Investigation conclusion: possible root causes for a damaged stopper include: this condition is referred to as a rolled stopper which can occur during the assembly process, when the plunger rod is being assembled in the barrel and there is inadequate (not enough) lube present in the barrel ID (inner diameter) and or the stopper itself does not have enough lube on it. As a result, the stopper does not move freely in the barrel and can become stuck and deformed. There is also the possibility that the stopper starts out being misaligned on the end of the plunger rod and then gets rolled as it is being inserted inside the barrel. Rolled stoppers can also be caused by partially peeling off the stopper before insertion into the syringe barrel. As per supplier, improper stacking of rubber sheets in autoclave cart, causing pinching/deformity. CAPA 122939 has been opened to address this issue.

Event description:
It was reported that the plunger rod of a bd ultra-fine¿ insulin syringe was ¿hard to move¿. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: device returned to manufacture: yes.

Event description:
It was reported that the plunger rod of a bd ultra-fine¿ insulin syringe was ¿hard to move¿. There was no report of exposure, injury or medical intervention.